Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis in two sections. A visual and tactile examination identified a complete break of the hypotube of the device located approximately 190mm distal of the strain relief. The hypotube and shaft polymer extrusion were also noted to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified that the balloon was not subjected to positive pressure. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10aug2020. It was reported that the device could not cross lesion. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid-distal left anterior descending artery. A 10/2.75 flextome cutting balloon was selected for use. During procedure, it was noted that the device could not cross the lesion due to the severe calcification. Subsequently, the shaft got bent when the device was pushed more. The procedure was completed with a different device. No complications reported and the patient was fine. However, device analysis revealed a complete hypotube break. It was further reported that because of severe calcification, the device was broken in the patient, during the procedure. The percutaneous coronary intervention (pci) did not succeed because there was no rotablator. The devices could cross the lesion. The procedure was unsuccessful, and the patient was transferred to other hospital. The patient was in good condition.